Manufacturer narrative:
The field service representative (fsr) performed a site visit and replaced the internal probe wash pump bellows and poppets, cuvette wash pump bellows and poppets, cuvette wipers, manually cleaned the cuvettes, and calibrated the r1 pipettor to resolve the issue. The fsr ran a 10 replicate magnesium precision study on three levels of controls and there were no elevated results. There have been no additional discrepant result issues reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a physician questioned a falsely elevated architect magnesium result of 7 mg/dl. The same sample retested at 2 mg/dl. The sample was tested at a different laboratory and the result was 2 mg/dl. No adverse impact to patient management was reported.